Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed in 2019, the patient experienced damaged of patella implant because of an accident. This adverse event was addressed by revision surgery on (B)(6) 2022, to exchange the gen ii resurf patella 41mm. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, a thorough medical investigation could not be rendered. Based on limited information provided on the complaint form, this adverse event was addressed by revision surgery three years post implantation, to exchange the gen ii resurf patella 41mm. Since the patient's current health status is unknown, the impact to the patient beyond the reported accident and the subsequent revision cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The factor that could contribute to the reported event include traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.